Event description:
Reporting status: death. Reporting rationale: perforation not sealed; subsequent patient death. Device issue: leak - stent graft. It was reported that two graftmaster stents were implanted to treat a perforation; however, the perforation was not sealed and the patient subsequently died. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular as per specifications. It is possible that the stent graft did not seal the perforation because of, but not limited to, the following: incorrect size of stent graft, non-central positioning of stent graft over the perforation, growth of perforation during stent graft implantation. No device malfunction can be determined due to the lack of procedure and patient information and the lack of device investigation. The other jostent graftmaster mentioned is being filed under MFR number 2024168-2009-02083.